Manufacturer narrative:
The peritonitis event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient has recovered. Pd therapy was withdrawn during patient hospitalization. No additional information is available.